Manufacturer narrative:
Additional information on 2/24/2020. Indicate the replacements were bilateral, and left replacement device is as follow: cat#:3504504bc, and sn#: (B)(6). Device evaluation summary completed on 2/25/2020. During visual evaluation of the device it was observed to be ruptured. During the microscope examination striations were detected in the edges of the rupture consistent with a rupture with a sharp instrument perforating silicone material. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Concomitant medical products: mentor memorygel, 450cc silicone breast implant, serial number (B)(4), catalog number 3504504bc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with mentor memorygel, 450cc silicone breast implant, which the right side ruptured after implantation. The issue was confirmed by the physician via MRI examination.at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/11/2020, additional information received indicated that the patient had the right device removed, and replaced with another device with catalog number 3504504bc, serial number (B)(6) on (B)(6) 2020. On 2/13/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).